Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Customer could not recall the gcm or bg meter readings. Root cause of event could not be determined. Due to the inaccurate readings, customer did not treat for a low blood glucose (bg 22 mg/dl). Customer went to the emergency room (ER) and was treated with dextrose. After 3 hours, customer left the ER in stable condition.